Manufacturer narrative:
A hill-rom technician checked the unit and discovered the power cord was cut, and exposing copper wires. The technician replaced the power cord to repair the bed.

Event description:
Customer alleged nurse call not functioning. A hill-rom technician checked the unit and discovered the power cord was cut and exposing copper wires. The technician replaced the power cord to repair the bed.